Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) please describe and state the location of the perforation: right fallopian tube"), device breakage ("device breakage"), device dislocation ("migration of essure device location of device: anterior to right fallopian tube"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptives: the ring, depo provera and iud. Concurrent conditions included uterine cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), abdominal pain lower ("abnormal pain"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (surgical removal of coil(s) ¿ laparoscopy and bilateral salpingectomy, hysterectomy (partial)), surgery (surgical removal of coil(s) ¿ laparoscopy and bilateral salpingectomy, hysterectomy (partial)), surgery (surgical removal of coil(s) ¿ laparoscopy and bilateral salpingectomy, hysterectomy (partial)), surgery (hysterectomy (partial)) and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. In 2016, the vaginal discharge had resolved. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, vaginal haemorrhage, menorrhagia, device expulsion, abdominal pain lower, nausea, allergy to metals, dysmenorrhoea, dyspareunia and weight fluctuation outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, nausea, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: event severe physical injuries was replaced with events abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: anterior to right fallopian tube, salpingectomy (bilateral removal of fallopian tubes), nausea, device breakage, nickel allergy, dysmenorrhea (cramping), surgery (other) type of surgery: laparoscopy with removal of essure device, dyspareunia (painful sexual intercourse), expulsion of essure device, pain, vaginal discharge, weight gain / loss, perforation (other) please describe and state the location of the perforation: right fallopian tube added as event. The product, reporter and patient information updated. Case changed from invalid to valid. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) please describe and state the location of the perforation: right fallopian tube"), device breakage ("device breakage"), device dislocation ("migration of essure device location of device: anterior to right fallopian tube"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptives: the ring, depo provera and iud. Concurrent conditions included uterine cyst, ovarian cyst, pelvic congestion syndrome, female sterilisation and obesity. Concomitant products included magnesium oxide and vicodin (norco). In 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge / bloody dischrge"). On (B)(6)2011, the patient had essure inserted and removed on (B)(6) 2013. A new essure was inserted on an unknown date. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), abdominal pain lower ("abnormal pain"), allergy to metals ("nickel allergy"), weight fluctuation ("weight gain / loss") and weight increased ("I gained weight after my tubes were removed. Gained 15lbs"). The patient was treated with surgery (surgical removal of coil(s) ¿ laparoscopy and bilateral salpingectomy, hysterectomy (partial)), surgery (surgical removal of coil(s) ¿ laparoscopy and bilateral salpingectomy, hysterectomy (partial)), surgery (surgical removal of coil(s) ¿ laparoscopy and bilateral salpingectomy, hysterectomy (partial)), surgery (hysterectomy (partial)) and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. In 2016, the vaginal discharge had resolved. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, vaginal haemorrhage, menorrhagia, device expulsion, abdominal pain lower, nausea, allergy to metals, dysmenorrhoea, dyspareunia, weight fluctuation and weight increased outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, nausea, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: on the right, there was one coil and on the left there were essentially no trailing coils, but the device was definitely deployed atraumatically. Normal anteverted uterus, 8 cm. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower, menorrhagia, pelvic pain, fallopian tube perforation. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs received, concomitant drug added, event added :- abdominal pain, weight increased. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) please describe and state the location of the perforation: right fallopian tube"), device breakage ("device breakage"), device dislocation ("migration of essure device location of device: anterior to right fallopian tube"), the first episode of vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptives: the ring, depo provera and iud. Concurrent conditions included uterine cyst, ovarian cyst, pelvic congestion syndrome, female sterilisation and obesity. Concomitant products included magnesium oxide and vicodin (norco). In 2011, the patient experienced the first episode of vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and the second episode of vaginal haemorrhage ("vaginal discharge / bloody dischrge"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), abdominal pain lower ("abnormal pain"), allergy to metals ("nickel allergy"), weight fluctuation ("weight gain / loss") and weight increased ("I gained weight after my tubes were removed. Gained 15lbs"). The patient was treated with surgery (surgical removal of coil(s) ¿ laparoscopy and bilateral salpingectomy, hysterectomy (partial)), surgery (surgical removal of coil(s) ¿ laparoscopy and bilateral salpingectomy, hysterectomy (partial)), surgery (surgical removal of coil(s) ¿ laparoscopy and bilateral salpingectomy, hysterectomy (partial)), surgery (hysterectomy (partial)) and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. In 2016, the last episode of vaginal haemorrhage had resolved. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, menorrhagia, device expulsion, abdominal pain lower, nausea, allergy to metals, dysmenorrhoea, dyspareunia, weight fluctuation and weight increased outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, nausea, weight fluctuation, weight increased, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: on the right, there was one coil and on the left there were essentially no trailing coils, but the device was definitely deployed atraumatically. Normal anteverted uterus, 8 cm. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower, menorrhagia, pelvic pain, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.